Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found in specification in relation to the customer reported 'pump turn off' which was not reproduced through troubleshooting of the device. A review of the event history log (ehl) identified multiple 'improper shutdown!' Messages, however, the issue cannot be confirmed with the ehl alone as the messages may result from typical use of the pump. The device was able to operate through alternating current (ac) power and battery power including flow testing. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during programming/ setup at the intermediate department. There was no patient involvement. No additional information is available.